Event description:
Boston scientific received information that this lead was explanted in conjunction with a normal device change out, reportedly due to myopotential oversensing. Device history information was reviewed post explant and confirmed oversensing had resulted in pacing inhibition. Additionally, it was stated the oversensing was likely not the result of compromised lead integrity but rather the result of a less than optimal coil positioning along the diaphragm. No resulting adverse patient effects were reported and the explanted lead is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the lead had been severed 11 cm from the terminal pin; only the proximal segment was returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed induced damages to the returned product which likely occurred during the explant procedure. Engineers were unable to confirm the reported clinical observation via laboratory testing.

Manufacturer narrative:
Following return and completion of lab analysis, this event will be further updated.